Event description:
A ventilator was returned to a third party service center for evaluation. There is no harm or injury reported. During the evaluation of the device at the third party service center, the device was alarming for a low pressure issue. The device's sensor board was replaced to address the issue.